Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that during the daily self-inspection, the department found that the non-invasive ventilator co2 inhalation error and failed to monitor the tidal volume and air leakage and informed the equipment department that the manufacturer needs to replace the air flow sensor to resolve. The investigation is ongoing.

Manufacturer narrative:
Per a good faith effort response, it was confirmed that the customer refused service and repair due to the device being out of warranty. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was an alarm for low leak-co2 rebreathing risk. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.